Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had infused too fast. There was a patient incident on (B)(6) 2025. According to the nurse, the infusion was set up to infuse for a certain time period, but the bag was emptied too soon. There was patient involvement but unknown harm.

Manufacturer narrative:
Omit: f24 - insufficient information correction: adverse type, describe event or problem, type of reportable events. Additional information: age at time of event, age unit, date of birth, sex, weight, weight unit, event attributed to, other relevant history, concomitant med prod data, imdrf annex f code and manufacturer narrative per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the large volume pump module had infused too fast. There was a patient incident on (B)(6) 2025. According to the nurse, the infusion was set up to infuse for a certain time period, but the bag was emptied too soon. Bd learned the following information through additional follow up. On (B)(6)2025 @ 1324 first bag hung in ER, (B)(6)2025 @ 1445 second bag hung in ER. The patient experienced abnormal lab results and was given a medication reversal: on (B)(6) 2025 @ 1545 aptt >139 critically high / heparin anti-xa (uhf) >1.5 high @ 1950 aptt > 139 critically high / heparin anti-xa (uhf) >1.5 high I. @ 2242 aptt > 139 critically high on (B)(6) 2025 @ 0051 aptt >139 critically high @ 0158 aptt >139 critically high I. @ 0401 aptt 89 high / heparin anti-xa (uhf) .57 I. @ 0602 aptt 53 high I. @ 0401 aptt 32 / heparin anti-xa (uhf) 0.10 low the patient was given protamine 50mg ivp on (B)(6) 2025 @ 1605. The patient experienced no adverse outcomes. The patient was admitted for the following: septic shock, pna, acute respiratory failure, anemia, thrombocytopenia, rle cellulitis, uti, acute single segmental pulmonary embolism without cor pulmonale. The infusion was a routine heparin ordered at 16ml/hr with a volume to be infused of 250ml. The first bag infused 250ml in 66 minutes and the second bag infused 250ml in 30 minutes. It was noted that there was also a norepinephrine 8mn/250 ns infusing at a rate of 4mcg/min = 7.5ml/hr.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the report of the reported over infusion of heparin was not confirmed or replicated during the investigation. The returned device was fully evaluated, and no anomalies were observed during laboratory testing; the event administration set was not returned for this investigation. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification and was operating as intended, with no signs of unregulated flow observed. A review of the pcu and pump module error logs, as well as the pcu battery log, showed no errors or malfunctions that were relevant to the reported incident. The system was powered on (B)(6) 2025 at 1:21 pm, ¿yes¿ was selected for new patient and ¿yes¿ was selected to confirm the profile ¿adult¿. At 1:23 pm, a ¿safety clamp open¿ alarm occurred indicating that the pump module door was open and an infusion set was loaded. Then, an infusion of heparin at a concentration of 25000 units / 250 ml was programmed at a dose of 18 units and a volume to be infused (vtbi) of 250 ml; however, the infusion was not started. The infusion for an unknown drug (ndc alias 2759747c, suspected to be heparin) at a concentration of 25000 units / 250 ml (weight based) was programmed via remote IV order and started on (B)(6) 2025 at 1:25 pm with a dose of 18 units/hr, calculated rate of 16.398 ml/hr and a vtbi of 250 ml. Between 2:37 pm and 2:51 pm, one (1) fluid side occlusion alarm and five (5) patient side occlusion alarms were observed, the infusion was restarted with a pvi of 22.84 ml. At 3:08 pm infusion was paused with a primary volume infused (pvi) of 27.463 ml. At 3:15 pm the unit was removed. The system was powered off on (B)(6) 2025 at 12:33 pm. Root cause the root cause of the reported over infusion was not determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed during the log review and laboratory testing.

Event description:
It was reported that the large volume pump module had infused too fast. There was a patient incident on (B)(6) 2025. According to the nurse, the infusion was set up to infuse for a certain time period, but the bag was emptied too soon. Bd learned the following information through additional follow up. On (B)(6) 2025 @ 1324 first bag hung in ER, (B)(6) 2025 @ 1445 second bag hung in ER. The patient experienced abnormal lab results and was given a medication reversal: (B)(6) 2025 @ 1545 aptt >139 critically high / heparin anti-xa (uhf) >1.5 high @ 1950 aptt > 139 critically high / heparin anti-xa (uhf) >1.5 high I. @ 2242 aptt > 139 critically high (B)(6) 2025 @ 0051 aptt >139 critically high @ 0158 aptt >139 critically high I. @ 0401 aptt 89 high / heparin anti-xa (uhf) .57 I. @ 0602 aptt 53 high I. @ 0401 aptt 32 / heparin anti-xa (uhf) 0.10 low the patient was given protamine 50mg ivp on (B)(6) 2025 @ 1605. The patient experienced no adverse outcomes. The patient was admitted for the following: septic shock, pna, acute respiratory failure, anemia, thrombocytopenia, rle cellulitis, uti, acute single segmental pulmonary embolism without cor pulmonale. The infusion was a routine heparin ordered at 16ml/hr with a volume to be infused of 250ml. The first bag infused 250ml in 66 minutes and the second bag infused 250ml in 30 minutes. It was noted that there was also a norepinephrine 8mn/250 ns infusing at a rate of 4mcg/min = 7.5ml/hr.